Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Customer was instructed to leave the pump plugged in to charge for at least 30 consecutive minutes, and to call back if issue reoccurred.